Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ patch lot number 2875600. Additional observation: ¿ red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, g2, h6

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported rupture. This relates to the left side. Device remains implanted.